Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative reported that this patient had experienced a syncopal spell. An interrogation of the device found that no episodes were stored. The device's therapy zones are programmed to conditional at 200 bpm and shock at 220 bpm. The local representative asked if the device can be set-up with a monitor only zone. Ts commented that the device cannot be programmed with a monitor only zone. Ts explained that this device will record only if charging occurs. Ts discussed lowering the conditional zone or have the patient fitted with a holter monitor if the syncope was related to bradycardia. Boston scientific received information from the local representative that the patient had been sitting on the toilet when the syncopal event occurred. The patient was totally syncopal and fell forward to the floor. From the physician's perspective, the root cause of the syncopal episode was not determined. The device's conditional zone was reprogrammed to 170 bpm. The available information suggests that the device remains in-service.